Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed a damaged in the lap joint from femoral marker to the distal end. Unable to perform the image characterization test because water leaked from the hole in the lap joint during flushing the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on investigation completed on 21dec2016. It was reported that lost image occurred. An opticross¿ imaging catheter was used to view target lesion, there was no issue encountered prior to testing. However, lost image occurred when the device was advanced to the lesion. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported. However, device analysis revealed a damage in the lapjoint from femoral marker to the distal end.